Event description:
Voicemail from sales rep: sales rep was at site during case. Physician concerned about rupture (perforation and a dissection) of a lower leg (tibial) vessel when using the aj, f105. The rupture was not caused by the guide wire and the physician did not pre-dilate the vessel before passing the f105. Pt was male, in 50's. Aj was used for approx 280 seconds. This was the physician's first time using aj for a peripheral vessel. Physician thought vessel was over 2mm in diameter when looking at older cut film. Sales rep had tech use electronic calipers and determined the vessel was found to be less than 2mm in diameter. Physician used a 3mm balloon after seeing the perforation/dissection to both tack-up and angioplasty the lumen at the site. Urokinase was given to pt after aj. Urokinase was infused for 5 hrs at 125,000 unit per hr and laced 250,000 into the persistent thrombus. The outcome was unsuccessful and pt had to go to or for below knee amputation.